Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the ok, up arrow, and down arrow keypad buttons were under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no damage. During testing, the keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.